Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. When opening the package, it was found that a moss green suture had been mixed in the purple sutures. Further details were not provided. There were no adverse consequences to the patient.